Event description:
A customer contacted beckman coulter inc. (Bec) in regards obtaining numerous erroneous glucose (glucm) results generated by the unicel dxc 600 pro synchron chemistry analyzer over the course of two days ((B)(6) 2011). Only one of the erroneous patient results was reported out of the laboratory and then an amended report was issued. This report documents the results generated on (B)(6) 2011 where eighteen (18) erroneous glucose patient results were generated. The results are provided in this report. Patient treatment was not affected as a result of this event.

Manufacturer narrative:
Per the customer complaint record, qc data showed that on (B)(6) 2011 prior to the service call the qc was running low and out of the established range for both levels. A field service engineer (fse) was dispatched for this event. The fse found a loose tubing fitting at the clot detection sensor on the modular chemistry (mc) sample probe. The fse tightened the fitting. Calibration, qc and precision run was performed and passed within established specifications. The root cause appears to be hardware. This report is related to MDR 2050012-2011-06325 that reported on a different date for the similar event that occurred at this customer site.